Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose was 583 mg/dl on (B)(6) 2021. The customer blood glucose reading was 300 mg/dl and 500 mg/dl. It was reported that the customer was treated with insulin pump. The customer reported that they had symptoms such as dry mouth not feeling good fatigue. It was reported that the customer was using automode. The insulin pump will not be returned for analysis.